Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to treat a severely tortuous, moderately calcified lesion located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. The stent dislodged inside the guide catheter and was removed from the patient. The patient was reported to be alive with no injury.